Manufacturer narrative:
Continuation of d10: product ID 3389s-40, lot# va1bf2d, implanted: (B)(6) 2017, product type: lead. Product ID 3708640, serial# (B)(6), implanted: (B)(6) 2017, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 25-jul-2019, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(6),, ubd: 19-nov-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an uncomfortable sensation originating from the battery implant site and radiating down to the legs, beginning on february 17, 2025. The patient's wife mentioned that the patient falls "all the time," which might have contributed to the issue. Diagnostics involved turning off the device to see if the sensation would stop, which it did. An x-ray has been scheduled to investigate the potential source of an electrical leak. The issue remains unresolved at the time of this report, and the healthcare professional has no further information for the manufacturer. No surgical intervention has occurred, and whether one is planned is unknown. Further follow-up is necessary to gather more information. The manufacturer representative provided additional information and reported that the patient was in no hurry to have imaging done. X-rays are scheduled to be done in the next two weeks following this report.

Event description:
The manufacturer's representative provided additional information, stating that they had made multiple attempts to contact the patient and had requested an update from the physician's office, but they didn't have one. The cause remains unknown.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40, lot# va1bf2d, implanted: (B)(6) 2017, product type lead; product ID 3708640, serial# (B)(6), implanted: (B)(6) 2017, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.